Manufacturer narrative:
H6, additional health effect- clinical codes: e060102 atrial fibrillation, e2321 low blood pressure/hypotension. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had a past medical history of heart failure with reduced ejection fraction, moderate-severe mitral regurgitation, chronic kidney disease, peripheral arterial disease, and was a former smoker (60 pack years, quit 34 years ago). The patient also had history of non-insulin dependent diabetes mellitus, hyperlipidemia, and presented with progressive dyspnea on exertion. The patient was found to have newly reduced left ventricular systolic function on an echocardiogram, with course complicated by acute on chronic renal injury. They were transferred to penn presbyterian for escalation of care. The patient had undergone heartmate 3 left ventricular assist device implantation on (B)(6) 2024. Post operatively, amiodarone was initiated for atrial fibrillation (afib). The patient was extubated early morning on (B)(6) 2024 to high-flow nasal cannula (hfnc) due to epoprostenol. The patient's course was complicated on (B)(6) 2024 with monomorphic ventricular tachycardia which required lidocaine bolus and drip. Patient also had cardioversion with 150j with conversion to sinus rhythm. On (B)(6) 2024 oral mexiletine was initiated with plans to wean lidocaine drip off. Nephrology had been consulted for acute on chronic renal failure. There were no indications for dialysis, however there was suspicion for acute kidney injury (aki) on chronic kidney disease (ckd) related to hypovolemia/cardiogenic shock. They were given volume back and standing diuretic was discontinued. On (B)(6) 2024 the patient was noted to have hematochezia. Gastrointestinal was consulted due to concern for partial small bowel obstruction. A computed tomography during arterial portography (CT a/p) with contrast was completed to further evaluate for obstruction / pneumoperitoneum. The patient became hypotensive. A stat consult to surgery was placed for abdominal evaluation in the context of ongoing abdominal tenderness, transaminitis, leukocytosis, and now hypotension. The patients lactate was reassuring. Kidney/ureter/bladder x-ray revealed a partially distended stomach and dilated small bowel loops. Given clinical decompensation, the patient was transferred to the intensive care unit for closer monitoring. They underwent an urgent exploratory laparotomy with an 80cm small bowel resection at the ileocecal valve, left in discontinuity, an abthera was placed. On (B)(6) 2024 the patient was brought back to or by general surgery for a planned second-look laparotomy, performed a right colectomy, open gastrostomy 22 fr tube left upper quadrant, as well as abdominal wall closure. On (B)(6) 2024, 1-day post-operative second ex lap, the patient weaned off sedation to progress to extubation. They went into sustained ventricular tachycardia (vt) 200 bpm requiring cardioversion at 200 j x1, to be returned to sinus. Amiodarone drip was started, rested with sedation. Patient mentation improved, they tolerated the sedation wean and were extubated on (B)(6) 2024 to hfnc. However, in the early afternoon they became abruptly hypoxic, hypercapnic, poor mentation unimproved with bag valve mask ventilation. They had lost pulses with CPR performed for a total 20 minutes. They were then re-intubated by anesthesia 200j shock delivered x1 regaining atrial fibrillation, started on pressors, iontropes, flolan for right ventricular support as well as antiarrhythmics lidocaine and amiodarone drip before converting to sinus. A bronchoscopy was performed with plugged left bronchus thick secretions. Following code, patient protectives intact though not following, initiated targeted temperature management (ttm) protocol. Patient still not following post rewarming, but protectives still intact. Neuro was consulted and CT head scan performed on (B)(6) 2024 showed acute infarct of the left temporal parietal lobe. Repeat CT of head on (B)(6) 2024 showed slightly increased conspicuity of evolving acute infarct in the left temporal parietal lobe and slightly increased conspicuity of hypodensities in the bilateral cerebellum, which possibly reflected additional infarcts. They continued to have repeat cts of head to follow progression. On (B)(6) 2024 the patient was found to no longer have protectives or corneal reflexes on bedside exam and CT of head was immediately done showing interval hemorrhagic transformation within multiple small areas of previously seen acute infarcts. Heparin was held at that time. Repeat cts of head showed stable hemorrhagic conversion. After discussion with patient's care team, it was decided that benefits outweighed risks at that time and heparin drip was restarted on (B)(6) 2024. The patient had repeat CT of head 6 hours after first therapeutic partial thromboplastin time (ptt) that showed stable bleed. They were restarted on anticoagulation and had a repeat head CT on (B)(6) 2024. Once heparin was therapeutic, they demonstrated expected evolution of multifocal subacute infarcts with hemorrhagic transformation involving the bilateral frontal lobes and right occipital lobe and expected evolution parieto-occipital infarct without hemorrhagic conversion. On (B)(6) 2024 patient had an episode of supraventricular tachycardia (svt) with rates in the 200's and shocked at 120j x1 w/ successful conversion to sinus rhythm and was subsequently restarted on an amiodarone drip. The final decision on tracheostomy was deferred until planned family meeting on (B)(6) 2024. Family meeting was held on (B)(6) 2024 with vad coordinators, heart failure attending, heart and vascular ICU attending (hvicu), palliative advanced practice provider, social worker, and case manager all in attendance. Family wished to proceed with tracheostomy, though they were to deliberate amongst the family in regard to wishes of taking the patient to a lower acuity care setting versus to give a prolonged period for convalescence to determine how much neurologic function could become with time. In order to facilitate this decision, hvicu team reached out to neurology once more to give input. On (B)(6) 2024 general surgery placed the tracheostomy portex # 8 at bedside after which a bronchoscopy was performed to aid in secretion burden and showed left lower lung field atelectasis. Following the patient's recovery post anesthesia, they began vent weaning on pressure-support. On (B)(6) 2024 the family had a conference call with neurology who communicated that while there remains some degree of uncertainty, it was thought to be quite unlikely that the patient would regain any of these functions in the months and years to come. Family expressed understanding and had no further questions for neurology. On (B)(6) 2024 the patient had an episode of ventricular tachycardia (vt) which required cardioversion and an amiodarone bolus. The patient had a foley catheter placed back in for urinary retention. In the following days the patient had declined with vent weaning and had limited ability to trach collar successfully due to apneic episodes which required suctioning. Ultimately, the case management and family had coordinated a home hospice placement for (B)(6) 2024, and the patient was able to be discharged to home hospice without further acute events. The patient later passed away.

Event description:
The pump was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. It was communicated that the pump was not explanted and would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (including respiratory failure and renal dysfunction), stroke, bleeding, cardiac arrhythmia, and death that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ration (inr) range, as well as suggested anticoagulation modifications. Section 6 of the IFU also lists arrhythmia as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.